Event description:
It was reported that the patient had a hysterectomy and sacrocolpopexy procedure with mesh sling insertion concurrently on (B)(6) 2013. Following the patient complained of bladder pressure, pain, recurrent uti and continued leaking. The sling was removed on (B)(6) 2014.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation and the lot number is unknown. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any nonconforming unit. Event described could not be confirmed as a manufacturing related issue. The IFU currently addresses potential risks associated with surgical implantable materials. (B)(4)